Event description:
It was reported by the rep that during an open gastric bypass, the stapler cartridge fired half the rows, one side of the cartridge fired. The device was fired on stomach tissue during the initial firing using a green cartridge. No unusual noises were heard and all triggers and buttons returned to the original positions. The surgeon has been using this device approximately three years. Another device was used to complete the procedure. There was no adverse consequence to the pt reported.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.